Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they blacked out and fell down the stairs. The patient was hospitalized as a result of this event. The device remains in use. No further patient complications have been reported as a result of this event.